Manufacturer narrative:
The rse spoke with the customer who stated the battery was faulty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heart start xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heart start xl+ was october 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a battery problem.